Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the final report was printed, the device implantation date was incorrectly indicated. Noticing this incorrect date, interrogation was performed again although the end session was already done, and the final report was created again. This time, the correct implant date was shown. The device remains in use. No patient complications have been reported as a result of this event.